Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733763, serial/lot #: unknown. Analysis of the 9734060 found insufficient information. Analysis of the 9733763 found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in cranial resection procedure. It was reported that the localizer box and controller were shutdown to take an intraoperative magnetic resonance imaging (imri) for a post-op confirmation. When the localizer was booted back up, the system became slow to respond to commands. The software indicated that localizer was not connected. Medtronic representative noted the same behavior on both viewing station and the screen in the operating room (or). The controller on the box was reset, cranial software was exited and was relaunched. Once the software was loaded, the issue was resolved and the system was back to operational. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.